Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint device were not provided. Based on the information reviewed, a cause for the reported pain, fatigue, dyspnea, hemorrhage, hematoma, and subsequent anemia resulting in death cannot be determined. Hemorrhage, hematoma, pain, dyspnea and death are listed in the instructions for use (IFU) as known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information as received: the cause of death was severe anemia.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_967 - paradigm - post market surveillance reporting patient ID: (B)(6). It was reported that on (B)(6) 2024, a triclip procedure was performed. There were no complications reported. On (B)(6) 2024, the patient presented with weakness, dyspnea, groin pain, and was admitted to the hospital for with hematomas in both groins. Imaging was performed and a right retroperitoneal hemorrhage was diagnosed. Low hemoglobin was noted, and a blood transfusion was performed. Reportedly, the patient had been in pain and in poor condition prior. Due to her condition, she requested for the physician to receive medical assistance in the dying process. The physician informed the patient that the complications post procedure were most likely reversible, however the patient wanted assistance in the dying process. On (B)(6) 2024, the patient expired. Per physician, the event was not related to the amplatzer valvular plug 3 device within this study. The groin hematoma, and subsequent severe anemia were possibly related to the triclip procedure.